Manufacturer narrative:
Additional information was received that the patient's ipg was not working and had difficulty charging. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced for an unknown reason.